Event description:
It was reported that the patient underwent a fusion procedure on (B)(6) 2008. Surgeon performed an anterior fusion from c4 to c5, c5 to c6, and c6 to c7, using rhbmp-2/acs, locally harvested bone graft, and a vg-2 implant. Following the surgery, patient developed neck pain, muscle tightness in her neck, nerve damage, weakness in her left arm, and other infuse-related injuries. Patient also suffers from pain when she turns her head to the left. As a result of her injuries, patient missed three months of work and eventually had to retire at age 54 because of constant pain. Patient continues to suffer from daily, disabling pain that prevents her from working and performing many basic activities of daily living.

Manufacturer narrative:
(B)(4).

Event description:
Per medical records it was reported that on (B)(6) 2008, patient underwent spinal fusion surgery in which rhbmp-2/acs was used. No complications were reported. On (B)(6) 2010, patient underwent following procedure: l2-3 through l4-5 laminectomies with bilateral l3-4 facetectomies and spinal decompression from l2-3, l4-5; bilateral l3 and l4 foraminotomies; l3-4 posterolateral fusion/arthrodesis utilizing pedicle screw instrumentation at l3 and l4 bilaterally plus application of bone autograft and rhbmp-2 bone morphogenic protein type ii; intraoperative fluoroscopy; intraoperative somatosensory evoked potentials (ssep) and emg monitoring, for pre-op diagnosis of: spinal stenosis with rotatory subluxation and instability. Per-op notes: x-rays were used to identify the levels and then spinous processes and superficial half of the laminae was removed from l2-3 to l4-5. Laminectomy, facetectomy, spinal decompression and foraminotomies were completed. 6.5 x 50-mm screw was used at the left l3 pedicle. And a 6.5 x 55 mm pedicle screw at the right l3 pedicle. Similar process was repeated the process at l4. At l4 under fluoroscopic guidance and 6.5 x 60-mm screws were placed bilaterally at l4 after confirming there was no cortical breach. Medium cross-link was used to connect the 2 rods. Final a-rays were obtained confirming alignment of instrumentation. Decompression was skeletonized, morcelized and divided into equal parts. It was rolled in rhbmp-2 impregnated collagen sponges. The bone was rolled in a taco-type fashion. The bmp mixture was then placed lateral to the instrumentation and placed over and against the decorticated transverse processes from l3 and l4 bilaterally. No complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.